Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument, however, failure analysis has not completed their investigation as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the maryland bipolar forceps (mbf) conductor wire was damaged. The customer used a backup mbf instrument to continue with the procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. Additional finding found unrelated to the reported complaint states that the instrument housing was removed and found the instrument bearing not properly seated at the back end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.